Manufacturer narrative:
The technician replaced the brake casters at the head end of the bed to resolve the issue.

Event description:
The technician alleged that the brakes at the head of the bed are not holding. No pt impact.